Manufacturer narrative:
Ziv6-35-125-5.0-100-ptx-ci is an investigational device in (B)(6) however ziv6-35-125-5-100-ptx is a legally marketed device in the us. As per FDA reporting guidelines if a device is legally marketed in the us and is also under investigation any adverse events that involve the investigational use of the marketed device are subject to reporting under the MDR regulation. The ziv6-35-125-5.0-100-ptx-ci stent of lot number c1061720 was implanted in the patient, therefore is not available for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation and the following comments were provided by the independent reviewer: ¿findings: after stenting a maximal lumen diameter of 3.5mm was achieved. The stent was constrained to 2.9 proximally and at the distal end. 5mm long segments of unstented plaque at the stent ends narrowed the lumen proximal to 2.1mm and distally to 2.6mm. At follow up the stent had expanded to 4.4mm proximally and 4.3mm distally. The stent was severely narrowed from severe in-stent neointimal hyperplasia. The unstented stenosis just proximal the stent progressed to a near occlusive stenosis. The neointimal hyperplasia significantly improved after angioplasty however the mid stent was still narrowed to 2.2mm. No evidence of thrombosis or thrombolysis was observed. Impression: the stent was severely narrowed by neointimal hyperplasia. Stent inflow was limited by the unstented moderate stenosis just proximal the stent that progressed to near occlusive. No findings of thrombosis were observed. Significant findings relative to the patient¿s anatomy were observed. The stent was implanted in a small artery. Significant findings relative to the disease state were not observed. Significant findings relative to the use of the device were observed. Inflow was limited by the unstented stenosis proximal the stent. Significant findings relative to the design or performance of the device were observed. The stent developed neointimal hyperplasia. No stent defect of fracture was observed.¿ the customer complaint can be confirmed as imaging revealed that the stent was severely narrowed by neointimal hyperplasia. According to the imaging review, no thrombosis was observed. The stent was severely narrowed by neointimal hyperplasia and stent inflow was limited by the unstented moderate stenosis, proximal to the stent that had progressed to near occlusive. In addition, information provided stated that the patient had pre-existing conditions including coronary artery disease, insulin dependent diabetes mellitus type ii and hypertension. Worsened claudication and worsened rutherford were also observed. It can be noted that worsening claudication indicates progression of peripheral artery disease and can also be associated with the restenosis process. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It can be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. Based on the above, it is unlikely that restenosis could have occurred due to zilver ptx malfunction. The most likely cause of this occurrence was the patient¿s condition; however a definitive root cause of this event cannot be determined. It may be noted that restenosis is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided, following intervention and a change of medications, the patient's condition improved. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the conclusion of the investigation of this event. Initial description submitted as follows: the patient enrolled in the study to treat the right distal sfa. The right leg abi was 0.39 and the rutherford classification was three. The morphology of the study lesion in the right distal sfa revealed moderate calcification and no thrombus. No previous intervention had been performed to the study lesion. The lesion length was 75 mm with a proximal rvd of 4.2 and distal rvd of 4.0 mm. The percent diameter stenosis of the study lesion was 100 %. There were three patent runoff vessels. On (B)(6) 2015, the patient underwent a pre-dilatation of the study lesion with one inflation of a 3 mm x 80 mm balloon, one inflation of a 4 mm x 120 mm balloon, and one inflation of a 5 mm x 120 mm balloon. One 5 mm x 100 mm (lot # c1061720) zilver&#59408;ptx&#59411;study stent was deployed into the right distal sfa via a contralateral approach. No non-study stents were used to treat the study lesion. Post-stent dilatation was not performed. There was no residual stenosis remaining in the study lesion. Post-procedurally, the right leg abi was 0.92. No deployment difficulties were reported. The patient was discharged from the hospital on (B)(6) 2015. On (B)(6) 2015, the patient was admitted to the hospital. On (B)(6) 2015, the patient underwent an angiography that revealed a thrombosis within the study lesion. Pre-intervention angiography measurements revealed a 50-99 % stenosis of the study lesion, a right leg abi of 0.43, and a rutherford classification of four. Clinical signs and symptoms included worsening claudication, worsening rutherford class, and rest pain. On the same day, the patient underwent bare ballooning and thrombolysis of the study lesion, and a change of medications. The physician indicated that the thrombosis was possibly related to the study product [site queried] and procedure, and related to a pre-existing condition. On (B)(6) 2015, the patient was discharged from the hospital.

Manufacturer narrative:
Ziv6-35-125-5.0-100-ptx-ci is an investigational device in china however ziv6-35-125-5-100-ptx is a legally marketed device in the us. As per FDA reporting guidelines if a device is legally marketed in the us and is also under investigation any adverse events that involve the investigational use of the marketed device are subject to reporting under the MDR regulation. The investigation into this event is still been carried out - a follow up MDR will be submitted within 30 days with the investigation conclusions.

Event description:
The patient enrolled in the study to treat the right distal sfa. The right leg abi was 0.39 and the rutherford classification was three. The morphology of the study lesion in the right distal sfa revealed moderate calcification and no thrombus. No previous intervention had been performed to the study lesion. The lesion length was 75 mm with a proximal rvd of 4.2 and distal rvd of 4.0 mm. The percent diameter stenosis of the study lesion was 100 %. There were three patent runoff vessels. On (B)(6) 2015, the patient underwent a pre-dilatation of the study lesion with one inflation of a 3 mm x 80 mm balloon, one inflation of a 4 mm x 120 mm balloon, and one inflation of a 5 mm x 120 mm balloon. One 5 mm x 100 mm (lot # c1061720) zilver ptx study stent was deployed into the right distal sfa via a contralateral approach. No non-study stents were used to treat the study lesion. Post-stent dilatation was not performed. There was no residual stenosis remaining in the study lesion. Post-procedurally, the right leg abi was 0.92. No deployment difficulties were reported. The patient was discharged from the hospital on (B)(6) 2015. On (B)(6) 2015, the patient was admitted to the hospital. On (B)(6) 2015, the patient underwent an angiography that revealed a thrombosis within the study lesion. Pre-intervention angiography measurements revealed a 50-99 % stenosis of the study lesion, a right leg abi of 0.43, and a rutherford classification of four. Clinical signs and symptoms included worsening claudication, worsening rutherford class, and rest pain. On the same day, the patient underwent bare ballooning and thrombolysis of the study lesion, and a change of medications. The physician indicated that the thrombosis was possibly related to the study product [site queried] and procedure, and related to a pre-existing condition. On (B)(6) 2015, the patient was discharged from the hospital.